Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope, there was a blood came out of the nozzle. The issue was found during the set up. There were no reports of patient involvement.